Event description:
The customer reported generation of one (1) false high patient results for ion selective electrode (ise) which includes sodium (na), chloride (cl), and potassium (k) involving the dxc 700 au ise clinical chemistry analyzer. The patient with false high results was sent for a redraw, patient sample was repeated, and obtained results considered correct by the customer. The customer was not admitted to hospital. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found worn out buffer valves. The fse replaced the buffer valves to resolve the issue. No further noted after part replacement. A4, a5: no patient demographic information (weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).